Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient family member reported that they turned therapy off so the patient could have ablation procedure. Caller stated when they went to try to turn stim back on they saw the por-power on reset message. It was noted that patient was exposed to a medical environment ablation. There was none symptom reported. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.